Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced the high blood glucose. The customer's blood glucose was 467 mg/dl. It was stated that meter was not staying connected to her insulin pump. The customer stated that there was stuck button, power loss, insulin flow blocked alarm. The troubleshooting was not performed for high blood glucose. The insulin pump will be returned for analysis.